Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 11 months post-op it was found that the set screw and the rod had migrated. The patient underwent a revision surgery and six set screws and the rod were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Of the six set screws returned there are two distinct looks. Two of the screw show two witness marks on each side of the node with a ¿u channel¿ shape deformation to the node itself. The other four screws have witness mark on the outer edge of the set screw face and the node is deformed more in a flat manner. This is typical of the rod not being fully seated in the bone before the set screw was torqued down. Some of the set screws show signs of heavy load on the thread but none of stripped out.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.